Event description:
Nursing staff of this very busy oncology unit have experienced frequent episodes of fluid leakage from rear end of lever locks, where female configuration connects to male, luer lock component of baxter brand, secondary medication set (reorder #2c7451). One nurse commented, "leakage doesn't appear immediately when they start infusion, but is apparent later when they return to observe treatment status of patient". One nurse commented, "it seems that the plastic of the lever lock and the plastic of the baxter i.v. Tubing set don't want to match as there seems to be a 'grinding' effect when they connect the two together". One nurse commented, "it seems that the lever locks that come prepackaged with the baxter medication sets are more likely to give them leakage than the lever locks that come in the individually packaged, orange/white striped packages with reorder number 303370." One nurse commented, "this leakage was very random some months ago, but now has become very frequent, and of great concern to them".